Manufacturer narrative:
The customer inspected the module, performed troubleshooting, which included cleaning of the ict probe. However, no definitive part was identified as the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Event description:
The customer observed a falsely elevated sodium on the alinity c processing module for one patient. The following results were provided (reference range 137-145 mmol/l): (B)(6) 2024, sid (B)(6) , initial sodium result= 176.3 mmol/l; repeat on other alinity= 141.9 mmol/l there was no impact to patient management reported.

Event description:
The customer observed a falsely elevated sodium on the alinity c processing module for one patient. The following results were provided (reference range 137-145 mmol/l): (B)(6) 2024, sid (B)(6), initial sodium result= 176.3 mmol/l; repeat on other alinity= 141.9 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1: patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.